Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported undetected upstream occlusion which was reproduced and confirmed. The symptom was determined to be caused by a failing upstream sensor (cracks on the tail) . The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to display the upstream occlusion message when an occlusion was present. There was no patient involvement.